Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi) mode due to off-label magnetic resonance imaging exposure. High voltage therapy was disabled while the device was in bvvi mode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Implant date is estimated to be in (B)(6) 2014.